Event description:
Head of bed drifts down.

Manufacturer narrative:
Bed stored in maintenance shop. No patient, no injuries. Technician removed head screw assembly and installed new head screw assy on bed to resolve.